Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported needle to cuff miss, suture malposition and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device and friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a venous closure of the left common femoral vein was attempted with a prostyle device after an intravascular lithotripsy interventional procedure using a 7f sheath. The prostyle device was fixed with the left hand, and the plunger was pushed firmly with the right hand. Reportedly, the device was not pushed on the skin surface properly, and a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.